Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion is in the proximal rca, no tortuosity, heavy calcification, 90% stenosis. The vessel diameter was more that 4.5 mm. The 3.5x15mm voyager was inflated at the lesion; however, it ruptured at the second inflation at 12 atm. The balloon was changed for another company's balloon, of the same size, and the procedure was completed. No effects to the pt were reported. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation-product performance engineering reviewed the incident info. Factors that may contribute to balloon damage may include, but not limited to, mfg, materials, pt anatomy, pt disease state, associative device interaction, lesion tortuosity, over inflation, or insufficient preparation prior to use. The pt's anatomy was described as heavily calcified and 90% stenosis, which may have contributed to the reported difficulties. A thorough analysis could not be performed, and no determination can be made as the root cause of the reported discrepancy.